Manufacturer narrative:
The technician replaced both up and down head valves to resolve the issue.

Event description:
Technician alleged that the head and the head hi/low are drifting down slowly. No patient impact.